Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). Same as 2134265-2009-06270.it was reported that post a coronary stenting treatment procedure, the patient expired. The 99% stenosed, 2.7x28mm target lesion was located in the left anterior descending (lad) artery. A 2.75x28mm liberte stent was implanted in the lesion and there was no residual stenosis. Next, an additional 99% stenosed, 2.5x16mm target lesion in the lad was treated. A 2.75x16mm liberte stent was implanted in the lad resulting in 0% residual stenosis. Discharge medications were heparin and iib iiia agent. One day after the index procedure, the patient had silent ischemia. The patient had sudden death.